Manufacturer narrative:
D4: please note although lot 3202106291 was reported & is on source documents, correct lot is 202106291 based on packaging & documents returned with device. H10:investigation of customer's complaint is confirmed. Conmed received one 60-6085-201a in opened original packaging. The lot number was obtained & verified against documents returned with device. A visual inspection was performed. There is damage to the shaft of the vcare. When opening the vcare handle you can see the shaft broke inside. Performed a functional inspection, the handle rotates. The returned device exhibits the reported claim, nevertheless a root cause cannot be established at this time. Review of the DHR found no abnormalities that would contribute to this reported event. Two-year lot history review shows 5 complaints for this reported lot number & failure mode. Two-year review of complaint history for similar failure modes revealed a total of 65 complaints, regarding 85 devices, for device family & failure mode. During this same time frame 481,456 devices were manufactured & shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. IFU also gives specific direction as to safely & carefully removing the vcare after use. IFU advises unlock locking mechanism & retract to the handle. Swipe finger around edge of vaginal cup & separate the tissue from the cup to prevent tissue damage. Fully retract vaginal cup to handle. Carefully remove device from vagina. Dont use excessive force to avoid traumatizing the vaginal canal. Upon removing, visually inspect vcare & patient to ensure the entire device was properly removed & no components were retained in patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare medium (34mm) cup #60-6085-201a, lot 202106291, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was that the white handle on the device became rotational and not fixed and unable to move the uterus.¿ it is noted there was no impact or injury to the patient and the procedure was completed. Additional information received via FDA 3500a (B)(4) mailed to conmed. Additional information notes during a total laparoscopic hysterectomy, the user stated they felt the white handle on the device used to manipulate the uterus snap and it was seen to be rotational and not fixed. Device removed from the field and same type opened and used with no issues. No patient harm. Patient involved was 51 years of age. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence due to previous filings for similar failures with this device.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare medium (34mm) cup #60-6085-201a, lot 202106291, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was that the white handle on the device became rotational and not fixed and unable to move the uterus.¿ it is noted there was no impact or injury to the patient and the procedure was completed. Although requested, no other information has been made available. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence due to previous filings for similar failures with this device.